Manufacturer narrative:
Result: foot board.

Event description:
It was reported by service report that the foot board broke off at the handle when staff attempted to transport the bed. No pt involvement or adverse consequences are reported.